Event description:
Patient with a long history of back pain after falling on the i.e in 1996. She has had 2 failed back surgeries in 2007 and 2008. Subsequent to those surgeries, she underwent a successful spinal cord stimulator trial at an outside facility. However, has never had significant relief of pain with her permanent stimulator implant. Her initial implant caused significant nerve root stimulation in her chest wall and abdomen. It subsequently developed technical malfunction and the generator was replaced and subsequently moved from her abdomen to her buttock. This did not improve her pain relief and she again is experiencing difficulties with the system shutting off spontaneously and turning on spontaneously. She has been evaluated and the decision was made to remove her old system and to retrial a stimulator lead with goal of providing stimulation in the areas of her pain.device has recall on it about charging problems. This patient had a spinal cord laminotomy stimulator placed after a successful percutaneous trial at an outside facility. The laminotomy system did not provide her with good coverage, and had numerous issues with impedance and charging.what was the original intended procedure?removal and replacement spinal cord stimulator.